Event description:
Pt developed septicemia within 1 week of implant and had to have system removed. Pt remained hospitalized for 1 week and was reimplanted with new system. No further adverse effects reported.

Manufacturer narrative:
4/14/1998: g9 - MFR report number corrected here and in header on page 1.